Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. PMA 510(k): similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging provided. Without the actual complaint device, the root cause for the early detachment cannot be determined. Actions have been taken to address and eliminate this issue. However, this device was manufactured prior to this action, why suggesting the device was exposed to some shock during handling/transportation, which again resulted in the pre deployment during the procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. When the physician withdrew the sheath to deploy the filter, the filter jumped out from the sheath and was placed in unintended position. It seemed that the filter had been detached from the filter introducer in the sheath. No intervention was performed since the filter did not perforate the vein and there was no problem with the position of the filter though it tilted a little. Patient outcome: there have been no adverse effects to the patient.